Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The time and date was changed on the customer's pump. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. The customer declined to troubleshoot the issue with tandem technical support.